Event description:
Patient had a fall. High rv thresholds measured for 3 consecutive days. A unipolar lead impedance 190 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).